Manufacturer narrative:
Customer refuse to provide patient information.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use, but there was no patient harm reported.